Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implantation. Patient presented with atrial fibrillation and history of atrioventricular block. Pacing was expected after navitor implantation. After implantation of the valve at a depth of 3-4mm, the patient developed heart block. Temporary pacing was administered. The patient left the operating room with temporary pacing. On (B)(6) 2025, a permanent pacemaker was implanted.